Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device alarmed s233 and the fan was not functional. The probable cause for the s233 (overtemperature-pcs) alarm code was due to a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department with an unsigned note stating, "s233". No specific patient info, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed s233 and the fan was not functioning. No additional info was provided.